Manufacturer narrative:
External: the front panel bezel gasket was drooping over the center of the front panel overlay. Visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. During a test treatment, a "stalled in machine state for a long time (warning)" occurred. The cause was a leaking air bag in the cassette door. The bag had a small, approximately 1/8" tear at the seam along the edge of the air bag frame. After replacing the leaking air bag, a simulated treatment was restarted. The subsequent treatment was completed without any further alarms or problems occurring. The valve actuation test passed. The system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In additional, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). Altered mental status. The plant investigation has not yet been completed. Medical records have not been received. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis nurse (pdrn) reported a potential dialysis patient (pd) was hospitalized, (date not specified) due to a combination of issues. It was noted the patient needed increased dialysis due to poor cardiac output. The pdrn reported the patient's heart was too weak for in center dialysis. The patient also experienced weakness and altered mental status prior to being hospitalized. The patient had some remaining kidney function and per doctors orders, performed pd dialysis 4 times a week and subsequently became uremic. Patient medical records were requested.